Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# j0406220v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37743, serial# (B)(6) product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# j0406220v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4)

Event description:
It was reported that a power on reset (por) code was reported. The message was seen yesterday or the day before on the day of this report. As a result of the por the therapy had stopped. The por was not related to a device overdischarge event. The patient's implantable neurostimulator was 3/4 charged. Instructions were given on how to clear the por and clearing the por was successful. The therapy was turned back on and resumed at the last programmed parameters. The therapy was adequate and troubleshooting resolved the reported issue.